Event description:
It was reported, the customer was hospitalized for diabetic ketoacidosis. Date of hospitalization was (B)(6) 2015. Blood glucose at the time of admission was over 280 mg/dl. The customer stated they were severely nauseated from their high blood glucose. Customer stated they were treated with IV drips for their blood glucose. It was also found the customer had several no delivery alarms on their insulin pump. Customer stated they have been disconnected from their insulin pump for 12 hours after being admitted into the hospital. Troubleshooting found the insulin pump was working as designed. Customer did not have a bent cannula. Advised the customer to change out their set, reservoir, and insulin. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.